Event description:
Description according to complainant: the filter was retrieved using an alligator jaw through a 14fr sheath. Multiple penetrations and hook embedded in caval wall. Three fractured secondary struts were noted. Two of the fractured struts remain in pt. One strut remains in the pt's heart, the second strut could not be located. The third fractured strut was retrieved successfully. Pt outcome: according to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is still in progress.